Manufacturer narrative:
The reported field event of undersensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Based on this information, there was no evidence of device malfunction.

Event description:
New information receive indicates that the device was explanted to unrelated to the previously reported issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with atrial fibrillation. Some episodes were undersensed by the device. Programming changes were made. No symptoms were reported.